Event description:
It was reported that during the procedure the physician was trying to gain access with the needle and monitoring the feedback. It was noted that the physician might hit the cord with a needle, so physician decided to abort the procedure. It was noted also that the needle stick to the spinal cord.